Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump needs an overhaul. There was no patient involvement or injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom seal was broken, and the plunger was intact upon receipt. No signs of physical damaged was noted. Error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the force sensor was out of calibration and no longer operates properly due to normal wear. Root cause of the reported event is due to normal wear as the force sensor is 9 years old. Replaced the force sensor, performed power up process, preventive maintenance, calibration, and all functional tests which passed. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 06/28/2013.